Event description:
It was reported that "pump border is damaged causing issues with loading cartridges". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.